Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e1(initial reporter, event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the purge valve assembly (0104-00-0026). The fse checked the unit and found it to be working properly. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) gave an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the purge assembly needs to be replaced. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave an autofill failure alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.